Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported; however, the patient reported it was an "oops" on their part. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified medication for the event. The patient outcome and action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.